Manufacturer narrative:
Sample was received without its original packaging. When the unit was inflated with air, the pilot balloon inflated but all the air was stuck it. The pilot balloon was manipulated, and the cuff inflated only one side, then the cuff was manipulated, and it was inflated completely. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. The complaint is not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a routine trach tube change, the device cuff would not fill fully. No patient injury was reported.